Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and the system interface circuit board were replaced. The 5 volt ps1 power supply to the c-arm was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a fatal error message, has generator issues, and locked up. No pt injury was reported.